Event description:
A malfunction alarm identified as alarm 20 was reported by the customer while using the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in attempting to load a new cartridge, but the issue persisted, preventing successful loading and resumption of insulin therapy. Consequently, the pump was scheduled for replacement, with the customer advised to use multiple daily injections (mdi) as a backup therapy. The customer received instructions to place the pump in storage mode and return it to tandem using a pre-paid label within 10 days.